Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in critical override. A technical support specialist performed to configure the time, set the system up to use the network time protocol, shrink the data for free space, synchronise the data to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was on critical override. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.